Event description:
It was reported that after a procedure, a hospital staff member was driving the patient side cart (psc) away from the surgical field when his hand became caught between the cart handle and the wall. The site was unable to get the cart drive into neutral to move the cart away and free the staff member's hand. No additional information was provided.

Manufacturer narrative:
The investigation conducted by isi field service engineering (fse) consisted of testing the psc and reviewing the system logbook. The patient side cart is the operative component of the da vinci s system and it's primary function is to support the instrument arms and camera arm. Engineering found the psc drive function operating normally and was unable to duplicate the customer's reported problem. The fse verified proper drive operation and verified that the psc discontinued to move when the power button was depressed. Engineering also verified that the psc discontinued to drive when the users hand was removed from the handle. As of 2008, there have been no reported recurrences of the issue at this hospital.